Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2009; af2814c140xh stent graft, implanted: (B)(6) 2009; aexch282840, stent graft implanted: (B)(6) 2009; iw1414c90xh stent graft, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the came to the emergency room after hearing an alert. A remote monitoring transmission indicated that an alert had been triggered for high rv coil impedance and high svc coil impedance. Atrial undersensing was noted on stored episodes. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.